Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the product's lot history since the lot number was unavailable from the dr.'s office.

Event description:
An abutment broke in function. Pt is reportedly fine.